Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced a prime rewind anomaly. The customer did not know the blood glucose reading. He stated that he was unable to get past the fill tubing prompt. He also reported that insulin squirted out during the manual prime process, and no numbers showed on the insulin pump. He was unable to exit the preparing to prime loop. He stated that there was no gap between the piston and reservoir stopper during the prime. He was unable to check the alarm history due to the insulin pump being stuck in the loop. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a full segment display anomaly after battery istallation and the problem was isolated to the motherboard. The functional testing could not be performed due to the display anomaly. The insulin pump had minor scratches on the display iwnodw, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.